Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to loosening of the metaglene from the natural glenoid. Update 8-30-2017. Medical records have been reviewed. Primary operative notes indicate the patient received a primary right reverse total shoulder replacement due to right shoulder cuff tear arthropathy. Operative notes indicate the patient had a massive full-thickness tear of the superior rotator cuff. The long head of the biceps tendon was noted to have ruptured. There was also complete eburnation of the humeral head and marked thinning of the glenoid cartilage. The procedure was completed without complication indicated by the surgeon. Revision notes (B)(6) 2017 indicate the patient received a revision of reverse right total shoulder replacement due to mechanical loosening, right total shoulder replacement. Operative note indicates a small amount of clear serous fluid was noted as the joint was entered. No evidence of purulence. The glenosphere and baseplate were noted to be loose with no connection to its prior position in the glenoid. Due to lack of bone stock the decision was made to convert to a hemiarthroplasty. Updated 9-26-2017.